Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer was not seeing drops of insulin coming out the end of the tubing during fill tubing. During troubleshooting with tandem technical support the customer tightened the luer lock connection and was able to complete load and resume insulin delivery. There was no impact to the customer's blood glucose level.